Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia on (B)(6) 2019. The customer¿s blood glucose level was over 600 mg/dl and 680 mg/dl. The customer declined troubleshooting for high blood glucose level. The customer was treated with manual injection and manual injection and insulin drip during hospitalization. Customer did not experience any symptoms related to high blood glucose level. Customer was unable to complete carelink. The device will not be returned for analysis.